Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the omnipod 5 controller/personal diabetes manager (pdm) was not holding a charge for more than a day and was becoming warm during use. Additionally, the pdm was reportedly not connecting to the patient's blood sugar sensors. It is unknown if the patient was using an insulet-supplied charging cable. No harm to the patient was reported and no medical assistance was required. The patient had discontinued use of the pdm and returned to multiple daily injections as a backup method. A replacement pdm was issued to the patient.